Manufacturer narrative:
(B)(4). Review of CT¿s from 18 days post-implant revealed that a single valiant stent graft had been implanted in the patient. The device was positioned proximally just caudal to the lcca, extending over the aortic arch; the lsa had been bypassed. The max diameter taa was approximately 5.9cm and no endoleak was seen. The proximal stent graft diameter was approximately 37mm. The distal stent graft outer diameter near the location of the dissection measured 35mm, and just distal to the stent graft measured 40.6mm. The distance from the distal end of the device to the celiac artery measured 15.6cm. Beginning near the level of the most distal stent, a dissection was seen extending into the descending thoracic, abdominal aorta and iliac vessels. The stent graft was patent and no other stent graft issues were observed. The true lumen was seen perfusing the celiac, sma and right renal artery. A small amount of blood flow was seen within the abdominal aorta and right common/external iliac artery, with stronger flow seen within the left iliac and limb vessels. The cause of the post-op cerebral infarction and post-implant dissection could not be determined from the films provided. The assessment of the anatomy at implant could not be performed. Pre-implant images and films during the implant were not available for review. Films during and post-intervention with another manufacturer stent grafts were also not available for review.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter thoracic aortic aneurysm. It was reported that two weeks post index procedure, anomalous inspection revealed a cerebral infarction and was monitored. Four day later, a CT revealed that there was a dissection that started near the distal end of the stent graft resulting in lower limb ischemia. The patient was immediately treated by implant of two stent grafts from another manufacturer from just above the superior mesenteric artery. The entry of dissection was intentionally occluded and the patient is being monitored. No additional clinical sequelae were reported.